Event description:
It was reported that the right ventricular (rv) lead was "broken". The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did (did not) perform as described in the field action. Product event summary: a proximal portion was received measuring 62 cm. And a distal portion was received measuring 62 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Products: 4076 implantable pacing lead 2006 (B)(6). (B)(4).